Event description:
The customer reported the beckman coulter act diff 2 gave erroneous high plt results with instrument generated plt flag on 3 chemotherapy patients run in primary mode on 3 different days. Each specimen was sent to a reference lab where plt results were lower and consistent with patient history and considered correct. Erroneous results were not reported out. Review of the printouts also shows the act diff 2 gave a lower hgb result for each of the 3 patient specimens when compared to the reference results. There was no death, injury or change to patient treatment associated with this event. The field service engineer (fse) replaced the rbc & wbc bath, lyse check valve, rbc count valve, vacuum isolation chamber (vic), pinch valve pv10, the probe, vacuum chamber 1, and tubing in all pinch valves. Reproducibility was then performed several times without further issue. The root cause for the high plt result is unknown; however, fse was able to resolve the issue by replacing numerous diluter parts during instrument servicing. Per labeling, flag/code if on plt, mpv (pct and pdw) only, plt <20 x103/ul, or platelet distribution failure non-positive curve mode <3 or >15 fl pdw >20 voteout of fitted curve sweepflow error.